Event description:
It was reported that, the patient developed a persistent paroxysmal atrial fibrillation, more than 7 days after an atrial fibrillation (afib) procedure with a bwi device. The event is assessed as possibly device-related and as procedure-related. It required treatment to prevent permanent damage. The treatment provided is a pvi ablation done on (B)(6). "It procedure is part of clinical trial."

Manufacturer narrative:
(B)(4).